Event description:
It was reported that high out of range pace impedances, that were greater than 3000 ohms, was observed on this right ventricular (rv) lead. Noise oversensing with pacing inhibition was also observed in an episode. The field representative was going to troubleshoot the lead. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed lead damage approximately 178-230mm from the terminal pin. Additionally, there were five outer anode coil fractures and the inner insulation was braded/torn in the area. Based on the characteristics of the fractures, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, oversensing, pacing inhibition and pacing impedance measurements greater than 3000 ohms were due to confirmed fractures.

Event description:
It was reported that high out of range pace impedances, that were greater than 3000 ohms, was observed on this right ventricular (rv) lead. Noise and oversensing with pacing inhibition was also observed in an episode. The field representative was going to troubleshoot the lead. No adverse patient effects were reported. It was reported that a lead revision occurred and a conductor fracture was confirmed. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range pace impedances, that were greater than 3000 ohms, was observed on this right ventricular (rv) lead. Noise and oversensing with pacing inhibition was also observed in an episode. The field representative was going to troubleshoot the lead. No adverse patient effects were reported. It was reported that a lead revision occurred and a conductor fracture was confirmed. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.